Event description:
Pt was admitted on (B)(6) 2012 for elective repair of ascending aortic aneurysm/aortic valve replacement. In pre-op, following intubation, a left subclavian multi med line was placed by anesthesia. Within 60 seconds after flushing the central line with heparin, the pt had a severe anaphylactic reaction with severe angioedema with development of a diffuse erythematous reaction over his entire body, and subsequent hemodynamic collapse with a blood pressure in the 30s. Transesophageal echo at that time showed the pt to have a completely empty left ventricle with normal function. The pt was fluid resuscitated, in addition to receiving IV, vasopressin, epinephrine. Benadryl, and solu-medrol. Due to the severe reactions, the pt's surgery was aborted and the pt was returned to the intensive care unit, intubated, and placed on a ventilator. In total, the hospitalization lasted 10 days from which the pt was discharged to home. The hospitalization was complicated by an ileus and probable mucosal ischemia secondary to his anaphylaxis, (B)(6), urinary incontinence and retention, and an upper extremity superficial venous thrombosis.